Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed november 6, 2013.

Event description:
Per the clinic, the patient reported that the external transmitter coil became hot. There was no report of patient injury.